Manufacturer narrative:
(B)(4)

Event description:
It was reported that a detached sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025, the patient reported that the sensor wire was missing. The patient went to the hospital on the same day the sensor was removed. An x-ray and ultrasound were made, but no sensor wire was seen. No treatment was reported from that moment. The week after the patient noted a small bump, redness, and infection and abscess. The patient stated that the infection started from the insertion site and spread through the sensor pod area. Additional information was provided on 10/13/2025. The patient returned to the hospital and was prescribed an oral antibiotic, keflex 4 times per day for 10 days. When the 10 days were completed, the patient returned to the hospital again, and an incision and drainage was performed to drain the abscess. The patient was also prescribed a different oral antibiotic, bactrim 2 times a day. At the time of the report the site had still not healed completely and the patient still experienced redness, a little swelling and ¿hard to touch¿. The patient had no plan to go back to the hospital for the event. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.